Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information states that the patient attributes the cause of the migration to a collision with a shopping cart. In turn, the patient underwent. The patient underwent surgical intervention on (B)(6) 2019 wherein the lead was replaced with a new one, restoring therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's t12 drg lead had migrated. The issue was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue.